Event description:
Information received from the field notes that an interrogation showed that the device was in the vvi mode and there were dashes for all sensor parameters. The pacer was successfully reprogrammed. The patient indicated that a 300 lb drunk had knocked him down and landed on top of him. The patient indicated that the pacemaker site was sore following the incident. Subsequently, when vvi reset occurred again, the pacer was replaced.~~~~~